Manufacturer narrative:
Lifescan (lfs ) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay patient contacted lifescan (lfs) alleging that he sees the main menu on his one touch ultra 2 meter and he cannot obtain a reading on the meter. The pt said the issue started approx in early 2009. He said he continued taking his usual diabetes pills; however, he could not answer the customer care advocate (cca) regarding the medication dosage and regimen. The pt indicated he experienced a lot of tiredness and thirst after the product issue occurred. He also mentioned that he has lost 8 pounds. The patient's symptoms are consistent with typical symptoms of hyperglycemia. The cca went over the correct testing procedure with the pt. The pt said the meter indicates that his blood glucose level is >600 mg/dl. The pt told the cca he wanted to contact his insurance company to see a doctor. The patient's products were replaced. The complaint is reported because the pt alleges he was unable to obtain a reading on the lfs product and afterward experienced symptoms consistent with hyperglycemia.